Event description:
Discordant results were obtained on three patient samples tested for calcium (ca), sodium (na), chloride (cl) and blood urea nitrogen (bun) on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). Sample 757191 was repeated twice on the same instrument, resulting as expected on first repeat. Samples 828118 and 833935 were repeated on the same instrument and on an alternate instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found reagent probe 2 spring not latched and a misaligned aliquot probe. The cse corrected the issues and tested patient samples across two instruments, which resulted as expected. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.